Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Reportedly, the customer reused syringe needles. Tandem technical support educated the customer on syringe needles being single use products. Customer¿s blood glucose was 92 mg/dl.